Manufacturer narrative:
It was reported that the patient was also administered a topical steroid to treat skin irritation (date and duration not reported). This report is filed on july 05, 2017. (B)(4).

Manufacturer narrative:
This report is submitted on june 06, 2017, (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin irritation at the abutment site and subsequently the patient was treated with oral antibiotics (date and duration not reported). The implanted device remains.